Event description:
Complaint was received on 08/2002 that a consumer reported receiving a low blood glucose reading of 148 mg/dl on a soft tact/sof-sense meter when compared to a valid laboratory reading of 311 mg/dl. The results, when plotted on a clarke error grid, fall within the "d" zone and are considered to be clinically significant . The clarke error grid is widely used and accepted tool for estimating the potential clincial significance of difference in readings. There was no report of death associated with the event.